Event description:
The procedure was sfa atherectomy and stent placement. The evercross pta balloon was used to post dilate the stent that was placed in the sfa. The evercross balloon burst and the physician tried to remove the balloon. It would not come out. The physician pulled harder and the balloon finally pulled into the sheath. The balloon was removed in two pieces. Evaluation of the returned evercross balloon on (B)(6) 2013 confirmed a complete radial tear of the balloon.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.